Event description:
It was reported to boston scientific corporation on september 28, 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted in the stomach to treat a gastric outlet obstruction (goo) during a gastro-enteral anastomosis procedure performed on (B)(6) 2022. During the procedure, the axios cautery did not work. The procedure was not completed. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: it was reported that the axios stent was intended to be placed in the stomach to treat a gastric outlet obstruction (goo). However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat gastric outlet obstruction (goo).

Manufacturer narrative:
(B)(4).